Event description:
On (B)(6) 2016, the reporter contacted lifescan (B)(4), alleging an inaccurate result of "204 mg/dl" on the subject meter compared to an unknown result on another meter, performed within an unknown time of each other. This complaint is being reported because the results may not meet lifescan's accuracy criteria and the alleged inaccuracy issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.